Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/01/2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.